Event description:
It was reported that the biomed called back after swapping fluid delivery line (fdl) with another arctic sun device and says it was still having low flow issues. Per review of wo, device had a weak circulation pump, nothing attached to fluid delivery line (fdl) it only has 0.8 lpm flow, inlet pressure (ip) was -3.2 psi and circulation pump command 100%, device has 3949 hours and was due for the 2000-hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per review of wo, device had a weak circulation pump, nothing attached to fluid delivery line (fdl) it only has 0.8 lpm flow, inlet pressure (ip) was -3.2 psi and circulation pump command 100%, device has 3949 hours and was due for the 2000-hour preventive maintenance. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called back after swapping fluid delivery line (fdl) with another arctic sun device and says it was still having low flow issues. Per review of wo, device had a weak circulation pump, nothing attached to fluid delivery line (fdl) it only has 0.8 lpm flow, inlet pressure (ip) was -3.2 psi and circulation pump command 100%, device has 3949 hours and was due for the 2000-hour preventive maintenance.